Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER with syncope and episodes of ventricular tachycardia. In a single episode the atp therapy accelerated the rhythm, then the subsequent shock was successful. Additionally, two episodes of vt were misdiagnosed as supraventricular tachycardia, therefore no therapy was delivered and the patient had to be externally defibrillated. Medication and programming changes were made. Patient was stable after the event.